Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the target lesion was 40% stenosed and was mildly tortuous and mildly calcified. The balloon leaked before reaching nominal pressure.

Manufacturer narrative:
(B)(4). A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material located approximately 12mm proximal of the proximal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip or markerbands that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the de novo, non calcified central vein. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.